Manufacturer narrative:
Internal components were evaluated which revealed that when the device was operated the trigger magnet shifted position to operate in the wrong mode.

Event description:
It was reported that the device operated in the wrong mode when activated during testing conducted at the manufacturer. There was no patient involvement and no adverse consequences alleged with this event.